Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the scratches on the insulin pump display, rainbow effect making it hard to read, had to rewind more than once and rewind was slower, had an unexplained and random no delivery alarm and insulin pump rejected some new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device monitored for several days. Device received with all operating currents within specification and passed a21 test, displacement test and rewind test. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected rewind anomalies noted. Device received with cracked case from reservoir tube window corners, cracked case, cracked case from display window corner and cracked reservoir tube lip. The test infusion set and reservoir does lock into place.